Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the x2 was used in companion mode with a mp50. While monitoring a patient, the x2 failed and no parameter was displayed on the mp50 or on the piic. The customer performed CPR one hour after the monitor failed, but the patient died. The customer stated that the patient didn't request life prolonging treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse tested the device and found a defective power module which caused the reported malfunction. The fse reported that initially, the x2 power board failed and no power was supplied from the host monitor. Communication between x2 and mp50 was possible as the x2 was operating on battery power, but when the battery became empty, the x2 shut off. The fse repaired the device with a new power board. Log files demonstrate that several technical/inop alarms were provided prior to the event, followed by one yellow alarm for a high respiratory rate and then a hard inop for mms unplugged when the x2 shut off. The instruction for use which was sent with the device indicates for the technical alarm "mms unplugged", to make sure that the multi-measurement module is connected to the monitor. All mms measurements are off while the mms is unplugged. The fse confirmed that therefore no waveforms were seen at the central. Further investigation from the technical support specialist revealed that at 13:38:16, the customer exchanged the defective x2 with a new x2. After this exchange the logs and the alarm review show "asystole" and "apnea alarms" were generated and the new device worked as specified. The power board was sent to philips and the investigation confirmed that the transistor xstr mosfet dual n-channel 100v 2,6a failed due an electronical short circuit most probably, by a faulty power cable/msl cable. The data sent from this event shows that the patient was placed on a different monitor and had a cardiopulmonary arrest approximately 1 hour after this monitor failure. The patient died. The local philips staff reported that this patient had not requested life-prolonging treatment. The use of the monitor will not be considered as causal or contributory to this death. The problem was solved by replacement of the power board which is considered as all that is warranted for this malfunction. The repaired product remains at the customer site. A malfunction occurred related to a damaged transistor on the x2's power board. The x2 stopped working and provided technical/inop messages which were accompanied by the loss of all waveform and numeric data at both the bedside monitor and central monitor.